Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: december 12, 2013 ¿ december 3, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the yellow coiled cap and the stress member were found separated from the housing of the device. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned small volume folfusor, the coil cap and stress member were found to be separated from the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Initial evaluation verified the condition of separated components. Should additional relevant information become available, a supplemental report will be submitted.